Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient experienced severe glare. The patient did not expect glare that interferes with daily activities. Additional information was received and stated patient had complications that included an infection and a retinal tear that left floaters in both eyes there are two medical device reports associated with this patient. This report is for right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).